Event description:
During placement of a central line, using a central venous cathetization kit, guide wire would not pass through the kit's 22 g thin wall needle, believed to be a defect in the hub. Procedure repeated with another kit of same brand and lot number without any problems. Pt tolerated procedures without apparent adverse effects.